Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. The reported "low flow" event was confirmed through log file analysis, which revealed a sustained decrease in power consumption starting (B)(6) 2018 to parameters below the normal operating range and 75 low flow alarms logged since (B)(6) 2018. Parameters returned to normal operating range on (B)(6) 2018. Of note, it was reported that CT imaging revealed outflow graft compression and a procedure was performed to remove material from around the graft, after which flow returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event may be attributed to constriction of the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft, outflow graft / 1001887231 / model #: 1125 / expiration date: 2019-04-30, UDI #: (B)(4), mfg date: 2014-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital for recurrent low flow alarms. The patient denied any symptoms and had stable labs including international normalized ratio (inr) in range or slightly elevated and lactate dehydrogenase (ldh) stable at 170-216. A computerized tomography (CT) angiogram was performed showing outflow graft compression and the flow was decreasing over time from 2.8 to 1. After two days in the hospital, the patient went into the operating room where a thick gore-tex was found around the outflow graft and jelly material around the graft. As soon as this jelly material came out, it was evident that the flow increased and the left ventricle (lv) was less compressed. The patient was reported to not be doing well after the intervention. The pump and outflow graft remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.